Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Device received with a hl-90 cover and in good condition. Started with a visual inspection, then filled the tank with water, attached temp check disposable, plugged in line cord, and turned on the power switch. The customer's problem was duplicated, and the root cause was the faulty microswitch, which was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device fails to recognize the disposable. The product fault occurred during semi-annual testing. The device was being held in storage prior to testing, so there was no patient, or any other staff involved.